Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had experienced abdominal and chest pain and lost the feeling of her leg after the patient underwent scs permanent implant. The patient was brought to hospital. The hematoma at the epidural space was removed and the patient underwent an explant procedure. It was believed that the issue were procedure related. The patient was able to move her leg and was doing well postoperatively.